Event description:
Device was at physio-control to replace printed flex circuit assembly per field action. When the failure analysis lab evaluated the device, the voice prompts were inaudible when it was first powered on, for about 30 seconds. This could result in an unnecessary delay of therapy.

Manufacturer narrative:
Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Further evaluation of the replaced pcb assembly determined that root cause for the malfunction was ic chip, designator u17. A replacement device was provided to the customer.